Manufacturer narrative:
This report also implicates (B)(4). Additional info will be provided once investigation is completed.

Event description:
It was reported that one of the prongs on the cart has black discoloration on the tip of the prong, potentially as a result of previous electrical arcing. The other cart had a potentially loose prong, and allegedly the black plastic bridge was loose. The power cord was cut off on loose plug unit, scrapped it, and quarantined unit.